Event description:
Multiple affected lot numbers for bd cathena ivs were identified with attempted removal from all service areas. Manufacturer response for bd cathena IV catheters, bd cathena safety IV catheter (per site reporter). Unknown.